Event description:
The user facility reported that the guide wire became damaged during a heart catheterization procedure. Follow-up communication confirmed: resistance was met upon advancement of the wire; the wire was examined using fluoroscopy revealing that the device was against the vessel wall; the physician then attempted to remove the wire from the patient; when initial attempts to remove the wire were unsuccessful the physician attempted to pull "harder" to remove the device ; subsequently, the wire started to unravel from the combination of the pulling force and "rubbing against the puncture needle" causing it to separate; surgery was required to remove the detached portion of the wire; and the patient was reported to be doing well following the surgery.

Manufacturer narrative:
Additional surgical procedure was required to retrieve the detached material, but there is no code available. Results - is based upon evaluation of returned sample and user facility information; based upon testing of reserve samples. Conclusions - is based upon evaluation of returned sample and user facility information; based upon testing of reserve samples. The involved device was returned and evaluated. Examination confirmed: the coil wire had been stretched causing it to unravel along the distal portion of the device; and the distal tip of the device appeared to be sheared off. Examination and testing of reserve samples confirmed no evidence of abnormalities or defects. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the return sample are consistent with damage to the guide wire due to the device being withdrawn though the entry needle, subsequently causing the device to shear. The potential for such an event is addressed in the instructions-for-use. The IFU states: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guide wire may result." All currently available information has been filed by (B)(4) at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2013-00043 to provide the user facility maude report number mw5033093, which was received by terumo from the FDA on february 6, 2014. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2013-00043 to provide information regarding the user facility maude report that was received by terumo from the FDA on february 6, 2014. The user facility maude report number is mw5033093 and the event description states, "during cardiac cath procedure, the wire tip of the guidewire broke off into the right femoral artery. The 9mm wire was removed surgically and the patient was discharged to home. Hospitalization was prolonged due to surgery. No injury to patient from this event. Reason for use: cardiac cath."